Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 430 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported auto mode was not automatically delivering insulin at the time of high blood glucose event. The customer did not provide information about symptoms. The customer treated high blood glucose with insulin pen. Based on customer report customer did allege pump was under delivering because of high blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer observed small bubbles in tube and bubbles at top of reservoir. Customer reported basal rates are programmed accurately. Customer reported bolus wizard is programmed accurately. Customer declined to perform the high pressure test. The insulin pump as well as reservoir will not be returned for analysis.